Event description:
It was reported that the patient presented two times to the clinic because he was incontinent again. The physician noticed that the artificial urinary sphincter (aus) pump was deactivated but the patient stated that he did not do it. In both occasions the physician activated the pump and the device worked. On (B)(6), the patient visited the clinic for a third time with the same problem. In this case the physician could not activate the pump and it was observed that the patient had erosion in the urethra. On (B)(6), a surgery was performed in which the aus double cuff system was completely removed. The patient is expected to fully recover and the plan is to implant a new ams 800 system after 3 month.

Event description:
It was reported that the patient presented two times to the clinic because he was incontinent again. The physician noticed that the artificial urinary sphincter (aus) pump was deactivated but the patient stated that he did not do it. In both occasions the physician activated the pump and the device worked. On nov 24, the patient visited the clinic for a third time with the same problem. In this case the physician could not activate the pump and it was observed that the patient had erosion in the urethra. On nov 25, a surgery was performed in which the aus double cuff system was completely removed. The patient is expected to fully recover and the plan is to implant a new ams 800 system after 3 month.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified tear in the cuff pillow could affect the functionality of the device and would therefore be the most probable cause of the urinary incontinence. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff pillow at a corner of a fold. The cuff fluid leak is consistent with sharp instrument damage most likely occurring during the implant procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The product analysis confirmed the failure to activate and mechanical issue. The damage would affect the functionality of the device and would therefore be the most probable cause of the urinary incontinence. The second cuff, the balloon and the pump components were evaluated, no damage or abnormality was noted. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The ams 800 IFU lists urinary incontinence (positional/recurrent), altered therapeutic response and urethral erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of unintended use error contributed to event was assigned to this investigation.

Event description:
It was reported that the patient presented two times to the clinic because he was incontinent again. The physician noticed that the artificial urinary sphincter (aus) pump was deactivated but the patient stated that he did not do it. In both occasions the physician activated the pump and the device worked. On (B)(6) the patient visited the clinic for a third time with the same problem. In this case the physician could not activate the pump and it was observed that the patient had erosion in the urethra. On (B)(6) a surgery was performed in which the aus double cuff system was completely removed. The patient is expected to fully recover and the plan is to implant a new ams 800 system after 3 month.